Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after she received a weak battery alarm and the device seemed to be frozen. Customer's blood glucose was 192 mg/dl. While troubleshooting for weak battery alarm, customer received a no delivery alarm. No significant events leading to the button error alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarm or frozen screen noted. The time advanced properly during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump was unable to test for weak battery alarm, battery out limit alarm, excessive no delivery alarm or alert/alarm icon anomaly due to no button response. The insulin pump had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip.